Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2103. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker was interrogated and noted to be operating in safety mode. The patient was not pacemaker dependent, but the unipolar pacing of safety mode caused pectoral muscle stimulation, and the device was expected to be replaced within the week. The device remains in service and no adverse patient effects were reported. Additional information received advised the device was explanted and replaced with a non-boston scientific product. Outside of the revision, no additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the device return, however; no response was received. If additional information is received, the case will be updated and reported accordingly. Product returned for analysis.

Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the device return, however; no response was received. If additional information is received, the case will be updated and reported accordingly. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker was interrogated and noted to be operating in safety mode. Technical services (ts) discussed unipolar pacing with possible patient symptoms and recommended the device be replaced and returned for analysis. The patient is not dependent, and the device is expected to be replaced within the week. The device remains in service and no adverse patient effects were reported. Additional information received advised the device was explanted and replaced with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the device return, however; no response was received. If additional information is received, the case will be updated and reported accordingly. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker was interrogated and noted to be operating in safety mode. Technical services (ts) discussed unipolar pacing with possible patient symptoms and recommended the device be replaced and returned for analysis. The patient is not dependent, and the device is expected to be replaced within the week. The device remains in service and no adverse patient effects were reported. Additional information received advised the device was explanted and replaced with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the device return, however; no response was received. If additional information is received, the case will be updated and reported accordingly. Product returned for analysis.

Event description:
It was reported that this implantable pacemaker was interrogated and noted to be operating in safety mode. Technical services (ts) discussed unipolar pacing with possible patient symptoms and recommended the device be replaced and returned for analysis. The patient is not dependent, and the device is expected to be replaced within the week. The device remains in service and no adverse patient effects were reported.